Event description:
A pt contacted lifescan alleging that the subject meter read inaccurately low compared to a lab result. The pt obtained blood glucose results of about 20 points lower than a lab result, performed within 10 minutes of each other. Although the other result was not specified, the customer service rep noted that the calculated difference of these glucose results exceeded the expected value of <=30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.